Manufacturer narrative:
Philips service cleaned the dfb5 board, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that boot-up failure visub log issue identified on a integris allura 15-12 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.